Event description:
This event is reportable based on the product analysis approved in 2007. It was reported that during a drug-eluting stenting treatment procedure, the device was unable to cross the lesion. The 95% stenotic lesion was located in the severely tortuous and severely calcified obtuse marginal branch of the left anterior descending artery. The physician advanced the 3.00x20mm taxus liberte stent to the lesion but was unable to cross. There were no patient complications. The procedure was successfully completed with another 3.00x20mm taxus liberte stent. Patient status is reported as "good." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were pulled distally. This type of damage is consistent with the delivery system encountering some form of restriction. The complaint report states that the physician encountered significant resistance upon inserting the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The directions for use state that it is contraindicated to stent lesions which are heavily calcified. These could have been contributing factors to the complaint incident. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure, performance was limited.